Event description:
Pump meant to delivery chemotherapy did not delivery the last 20cc of medication to the patient. However, the pump was running, and no medication was dripping. The flow chamber was inverting, and blood was slowly flowing up the line from the patient's PICC line. While 10cc was manually delivered to the patient via IV flush with sterile saline, the last 10cc of chemo was not delivered and left in the tubing d/t the concern that too much air remained in the line and may reach the patient. The most concerning part was that the pump was causing the drip chamber to collapse so much so that the vent on top of the chamber had to be opened to release air. Throughout the whole process the pump never stopped or alarmed. The pump was sequestered for malfunctioning and the chemo bag was saved for further investigation. Manufacturer response for IV pump, baxter IV pump (per site reporter) ongoing issue.